Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the non-acer dependent patient presented in clinic for device interrogation, chronically high threshold in right ventricular lead and small r-waves were observed. Rv lead was found to be dislodged on chest x-ray. Lead was capped and replaced on (B)(6) 2019 device was noted to be near eri and was replaced. Patient was stable.